Event description:
During a minimally invasive vascular surgery performed at vanderbilt university medical center, the iops guidewire atw-2 was used in conjunction with a 7fr steerable sheath and a 90 cm catheter from another manufacturer. The goal was to cannulate the celiac trunk off the aorta. The guidewire was in the catheter, and the catheter/guidewire were in the steerable sheath. The sheath was placed into position and steered to engage the celiac ostium such that the guidewire can be advanced to attempt to cannulate the vessel. The doctor felt resistance trying to pull the guidewire back into the catheter/sheath. Once removed from the patient, the hydrophilic coating on the tip of the guidewire was found to be damage upon inspection. No patient adverse effects were reported due to this occurrence.

Manufacturer narrative:
A review of the device history record shows that the lot was released meeting all acceptance criteria. A picture of the damaged wire taken by our company representative during this case confirmed delamination of the wire coating. At this time, we were able to replicate this issue when only using the same catheter (from other manufacturer) as reported in this event.